Event description:
Consumer reported finding the needles hard to place on pens. Consumer reported finding the needles to inject part the way for the dose and then clogs. Dc. Lot # 3172422 unknown amounts. Lot # unknown = total all of the samples. Catalog# 320883. Date of event unknown. Sample status awaiting sample: cs0070143.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: d3 (country type and country), h6 (type of investigation and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.